Manufacturer narrative:
On 5/30/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 255cc on the left breast and with gel mentor memorygel breast implant 400cc on the right breast and experienced capsular contracture baker grade IV on the left breast implant and a rupture on the right breast implant . As a result, the patient had undergone removal and replacement with non-mentor brand breast implant on (B)(6) 2019. This medwatch is for the right breast implant.